Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the issue was caused by the drawer failure. A field service engineer replaced both controllers, reconfigured the drawer, disconnected and reconnected all cabling for drawers 6-2 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, drawer was not being detected on the communication bus, resulted in an adverse outcome or patient harm due to this issue. Customer confirmed that there was an adverse event occurred, and no other information was released regarding the adverse event.

Manufacturer narrative:
Section b1: corrected report type section b2: unchecked outcomes attributed to adverse event section h1: corrected type of reportable event section h6: corrected adverse event problem health effect - clinical code and impact code